Event description:
It was reported that during an angiography diagnostic procedure, the diagnostic catheter snapped into two pieces. The aorta was tortuous. The physician was attempting to torque the impulse 5f fr4 diagnostic catheter to place itn in the right coronary artery when the catheter snapped into two piece. Approx 8 to 12 inches of the 100cm catheter was outside of the pt and the remaining was retained inside of the pt's body. Attempts to snare the retained catheter were unsuccessful. An arteriotomy was performed in the common iliac artery to successfully remove the retained catheter. The pt did have CABG surgery after the angiography. The pt's status is reported to be "fine". No add'l info is available regarding this event.